Manufacturer narrative:
The event was observed during an unspecified date, the week of (B)(6) 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the transfer set and titanium adapter. This occurred while the patient was training for peritoneal dialysis therapy. The transfer set was in use for two (2) months. The titanium adapter was not changed. There was no patient injury or medical intervention associated with this event. No additional information is available.